Event description:
It was reported that the pump touch screen was unresponsive. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. During troubleshooting with technical support, the pump will be replaced. No backup currently available. Caller will reach out to hcp.